Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and suture was used. During a follow up x-ray the tip of the needle was seen where it broke off in the patient during the procedure. Fragment was removed from the patient. Unknown as to how the fragment was removed. Unknown as to what type of tissue was being sutured when the needle broke. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/19/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, a4, b2, b7, h6 health effect impact code additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Female, bmi 18.6; 40.3kg: the diagnosis and indication for the index surgical procedure? Left knee oa what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?open on what tissue was the suture used? Unknown what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown please describe any medical/surgical intervention required for this suture event including dates and results. Incidental finding and removal did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No other relevant patient history/concomitant medications? Telmisartan, amlodipine, asa what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status?stable. Lot number? Unknown. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Unknown. Were the needle piece(s) retrieved during the same procedure? No.